Manufacturer narrative:
The returned valve did not meet the requirements for patency testing; therefore, all other testing was precluded. A large tear was observed in the top membrane of the delta chamber. It is unknown how or when this damage occurred. Proteinaceous debris was noted within the valve. The instructions for use that accompany the device cautions ¿improper use of instruments in the handling of implantation of shunt products may result in the cutting, slitting or crushing of components.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during preimplantation testing, the delta valve did not flush properly. According to the report, there was no injury to the patient.